Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe tooth fracture (chipping).

Event description:
The customer reported a chipped tooth while wearing aligners; the customer was not able to identify the tooth number and this information is unknown. It is unknown if medical intervention was required. It is unknown if aligner treatment was discontinued.